Event description:
It was reported that the right atrial (ra) lead had low impedance, poor sensing and rising threshold. The ra lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.